Event description:
S/p tha polyethelyne failure. Patient diagnosed with right hip pain. Revision tha rt. 3/31/94.(d-6) product model # - cup #1107-56-000 insert #1115-22-000 femoral #1041-20-000 product lot # - cup #896820019 insert #870360052 femoral #664780005